Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, rupture, and death. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair rupture of a pseudoaneurysm at anastomosis site of a surgical graft from total aortic arch replacement. The patient tolerated the procedure. On (B)(6) 2015, four year follow-up imaging showed that the diameter of the aneurysm was 65mm from 61mm measured during three year follow-up on (B)(6) 2013. It was unknown if any endoleak was present as non-contrast CT imaging was performed. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm re-enlarged to 74mm. It was unknown if any endoleak was present as non-contrast CT imaging was performed. On (B)(6) 2015, the patient expired due to rupture of the aneurysm treated with the devices. It was reported that the aneurysm rupture was reported to be not device or procedure related.